Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia with a peak glucose of 388 mg/dl over approximately 4.5 hours, despite no visible infusion set or tubing faults and without use of backup therapy or ketone testing; the user does not meal announce and was using a steel 6 mm infusion set. Symptoms included high blood glucose without acute complications. Outcomes included device-guided troubleshooting and education, reinsertion of a new infusion set using the existing cartridge, and restoration of insulin delivery with glucose trending down to 117 mg/dl. Investigation included review of pump use and report logs and stepwise infusion set replacement with system priming and cannula fill. Investigation of this case revealed no device malfunction observed during the call and suggested inadequate insulin delivery likely related to infusion set performance or site integrity, with user factors such as missed meal announcement contributing to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors with possible infusion set or site issue.